Event description:
It was reported that during an upper gastric open procedure, they used the device for about 30 minutes and there was no problem, then the generator alarmed for instrument, error code 5. They took another instrument and that worked fine. When they should clean it afterwards the blade broke from the device. The cleaning were with a cotton pad. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Batch e9fu1r; mfg date 11-24-08; exp date 10-24-13; conclusion: 2nd device received for analysis: the analysis results confirmed that the device b was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error.

Event description:
The customer reported that the unit failed to power up on ac power and the charge led was not lit.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The blade was visually inspected and it was in good physical condition and not broken in any way. It is possible that the device returned is not the device complained about. The device was tested on a generator and it was found that the hand control switch assembly was not functional. However, it worked properly with foot switch. Error code 5 was not displayed on the generator during inspection. The device was disassembled to inspect internal components; corrosion and moisture ingress were found at the hand activation domes. It is probable that this may affected the functionality of the hand activation buttons. However, this is not related to the reported issue of blade tip broken off and error code 5 displayed.